Event description:
It was reported that, "augment will not attach to baseplate correctly."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.